Manufacturer narrative:
This lv lead will not be returned to boston scientific for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a follow-up one day after this left ventricular (lv) lead was implanted, it was noted that there was no capture. Capture could not be restored in any programmable configuration. An x-ray was done, and it revealed that this lead had dislodged and was floating in the coronary sinus. The device was programmed to ddd, and the patient remained in the hospital in stable condition. The physician scheduled a procedure to reposition this lead. During the procedure, many attempts were made to reposition this lead but it was not possible due to available venous anatomy. A different model lead that has a different design was successfully placed and acceptable measurements were obtained. No adverse patient effects were reported.